Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed the patient received three instances of inappropriate antitachycardia pacing therapy for supraventricular tachycardia incorrectly detected as ventricular tachycardia. Programming changes were recommended. The physician decided to increase the medication intake. The patient will continue to be monitored. The patient condition was good.